Event description:
It was reported to boston scientific corporation that during a biopsy procedure using a trupath biopsy needle, the trigger would fire on its own. The doctor was able to complete the procedure with another trupath device. There were no patient complications reported.

Manufacturer narrative:
Analysis of the returned device revealed it would not arm and that the internal components of the device, specifically the cannula latch and the mating posts from the handle upper shell, were ultrasonically welded and deformed during manufacture. The deformation of the posts limited the amount of force applied to the cannula latch, causing the cannula latch not to properly engage the cannula hub when the device was cocked. The root cause of this complaint is a design error that allows the internal components of the device to become ultrasonically welded, causing deformation that affects the ability of the device to arm.